Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 28 days. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, a gi service consultation was requested for concern of gastrointestinal bleeding. The patient was transfused with 4 units of packed red blood cells due to a hemoglobin level of 6.2 g/dl, which was down from a previous value of 7.7 g/dl. A repeat hemoglobin level was 6.3 g/dl and the most recent value was 8.3 g/dl post transfusion. At the time of the event, the patient's anticoagulation therapy included warfarin and aspirin. As of 08/26/2016, the vad coordinator reported that the patient was still being treated for ongoing gastrointestinal bleeding. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.